Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as hospital/nosocomial and did not wear mask. The event was manifested by abdominal pain, fever, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for nosocomial peritonitis. The patient was ¿admitted for few hours the patient was discharged on the same day¿. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Thirty days after the event onset, the patient was again hospitalized for nosocomial peritonitis. That same day the patient was deemed recovered. On an unreported date, the patient was switched to hemodialysis temporarily. Thirty five days after the event onset, the patient was switched back to peritoneal dialysis therapy. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.